Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single pt sample. An initial accu tni result was 0.58ng/ml. The original sample was re-tested on a different instrument in the customer's lab and a result of 0.11ng/ml was reported out of the lab. The original sample was then tested on the unicel dxi and the different instrument several times and accu tni results were: unicel dxi, 0.01ng/ml - 0.02ng/ml. Different instrument 0.02ng/ml - 0.03ng/ml. A call was made to the floor rn and the result was amended to 0.02ng/ml. No report of death, injury, or change to pt treatment has been reported to date in association with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. Per customer, required maintenance is performed as recommended per the instrument operator's guide. The customer confirmed that previously run pt samples were repeated back to the last acceptable qc run and all results were accurate. The specimen was a plasma type collected in a bd, lithium heparin plastic gel tube and was centrifuged at 4,200 rpm within the tube mfrs time and temperature recommendations. Upon visual inspection, the specimen was free of debris and obtained an adequate volume. All testing was performed from the primary tube. A field service engineer (fse) was dispatched to the customer's lab: the fse observed that the customer is having issues with their centrifuge. Per the fse, the samples are requiring two spins to obtain clear samples. The fse indicated the customer is in the process of obtaining new centrifuge. The fse suggested continuing the second spin in separate tube until new centrifuges arrive. Although pre-analytical factors may have contributed to this event, a clear root cause cannot be made at this time. A malfunction will be assumed for the purpose of this report.